Event description:
It was reported that this right ventricular (rv) lead exhibited low shock impedance was detected when attempting to deliver a shock. Additionally, the patient's implantable cardioverter defibrillator (ICD) recorded a code 1004 indicative of a short circuit condition during shock delivery. (B)(6) technical services recommended lead replacement. At this time this lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).